Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported his wife took him to the emergency room (ER). No cgm/bg meter comparison values were reported for this event; however, the patient alleged a cgm inaccuracy. The patient felt thirsty at the time of the event. At the ER, he was treated with insulin and "sugar injectables". He was discharged home after being in the ER for less than 24 hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The patient was in good condition at the time of report. No other patient or event details were provided as it is documented the patient did not want to provide dexcom with any further information. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).